Event description:
It was reported that the patient was receiving atrial pacing in aai mode at a programmed rate of 165 beats per minute (bpm). During repositioning from supine to right side-lying, it was observed that the external pulse generator (epg) appeared to pacing only every second beat. The patient pulse rate was noted to be approximately 83 bpm. All external connections and pacing wires from the patient to the pacemaker were checked and verified. The patient was subsequently transitioned to a backup epg following which pacing resumed appropriately at the programmed rate of 165 bpm, with corresponding pulse recovery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.